Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the device failed to detect its internal battery. Review of the device logs revealed occurrences of battery inoperable alarms and system fault (sf180) indicating a battery charger fault error messages. Based on the evaluation results, the internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect its internal battery. There was no patient injury reported as a result of this incident.